Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) will not be able to investigate the product because the product is not available for investigation. Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). Based on the received information the disposable worked as per specification described. The product was replaced during treatment as a safety measure. No failure description was received for the disposable, therefore no failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available. Reference exemption #(B)(4). The product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
It was reported that the bubble detector went off and both the hardware unit and disposable were changed out. This report pertains to the disposable. No reported patient effect. (B)(4). Complaint related to (B)(4) for the cardiohelp hardware device4.